Event description:
It was reported that a few piccs have holes in them. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. Two 4fr sl powerpicc solo catheters were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The first returned product sample was evaluated and a split was observed at the 2 cm marker, and the second sample was evaluated and a split was observed at the 0 cm marker. The catheter splits both contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage locations suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that a few piccs have holes in them. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.